Manufacturer narrative:
Follow-up submitted with investigation results for the brakes not holding. Further investigation determined the siderail not working was reported in error.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by repair work order that the brakes would not hold. It was further reported that the siderail was not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the brakes would not hold as footend brake cam assembly had a loose screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.